Event description:
Customer reported the camera turns in just one direction and system intermittently loses the image. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but did not report actions taken.